Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that a couple months after being implanted with their device pt noticed they have to charge about once every other week, which is more than their previous device. Caller stated the implant is needing to be charged more frequently lately as well. Caller confirmed pt hasn't been reprogrammed or hasn't increased stimulation and it at 3.80. The patient was redirected to their healthcare provider to further address the issue. Caller also confirmed pt's last device was replaced due to normal battery depletion. Caller wasn't sure who pt's doctor is. Redirected caller: patient's hcp